Event description:
It was reported via repair work order that the foot left siderail and the foot right siderail were stuck in the down position due to rusty timing link pivots. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.